Event description:
Customer's spouse reported air bubbles in their insulin pump. The customer declined to troubleshoot for air bubbles. Customer's blood glucose was 88 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).